Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was greater than 600 mg/dl and had high ketones. The elevated blood glucose was addressed with manual insulin injections. The customer went to the emergency room and was subsequently admitted to the hospital, due to a blood glucose of 560 mg/dl. Customer was treated intravenously with saline and insulin. Customer was released the next day with the issue resolved. Multiple attempts were made by tandem technical support to address the occlusion, however, no response was received.